Event description:
It was reported that when the respiratory therapist was checking the back-up ventilator for the pt, the ventilator turned off with an audible alarm when the pigtail was moved. The ventilator was not connected to the pt. No reported harm to the pt.